Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach while in vivo. Visual analysis revealed a depression in the insulation 20 centimeter from the distal end of the lead. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due to a system upgrade. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.